Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient, the device displayed a "check pads" and "poor pad contact" messages via pads. The clinician obtained another device to continue treating the patient and the second device did shock the patient. However, the patient was transported to the hospital and was pronounced dead 40 minutes later.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.